Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (grade IV).

Event description:
The doctor reported right side capsular contracture grade IV. The device has been explanted.

Event description:
The doctor reported right side capsular contracture grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture, was received on mar 25, 2020 with lot number 1488464. Visual analysis of the returned device identified, the weight the device within specification, deformation, crease fold and bubbles. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.